Manufacturer narrative:
Date of event is estimated. A patient had their system explanted and replaced due to skin erosion was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17812, 1627487-2021-17813. It was reported the patient experienced skin erosion. In turn, the ipg and extensions were explanted. The issue has since resolved and new product was implanted on (B)(6) 2021.